Event description:
It was reported that the implantable cardiac monitor (icm) migrated two centimeters out of the patient's chest. The device was explanted. No patient complications have been reported as a result of this event.